Event description:
Report received from the USA stating a junior pediatric resident was using the cranial perforator on an "added on case of an older male patient" resulting in the dura of the patient being torn. Information received from the user facility indicated that the first perforation was on an angle. The attending physician made a second perforation with no issues. The attending physician stated she did not hear a change in pitch that she normally hears when the drill bit was about to break into the bone. Information indicates that the event did not harm the patient.

Manufacturer narrative:
The device was not isolated or returned for evaluation by the user facility. A review of the device history record revealed there were no conditions during the manufacturing process that could be related to the event. The device passed all manufacturing and test requirements at the time of manufacture. The cranial perforator is a sterile, single use cutting device intended for performing cranial trephination in bone at least 3mm thick (i.e., adult skulls). Warnings in the directions for use state: the surgeon is responsible for learning proper techniques in use of equipment; improper use may cause serious injury to user of patient or damage to system. Maintain firm control of instrument at all times. Do not use excessive force. Do not drill at an angle to inner table of skull surface.